Manufacturer narrative:
Evaluation summary: the analysis results found that one device was returned for analysis. The device was noted to have the cam broken from the right side. In addition, clips formation could not be verified as there were no clips remaining on the device. An investigation has been initiated to determine the cause of this issue.

Event description:
It was reported that the device was used during a laparoscopic cholecystomy procedure. The device would not fire. This occurred from the start with the first clip. Pulled another clip applier to proceed. There were no patient consequences.